Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial events were falling within the cardiac resynchronization therapy pacemaker's (crt-p) blanking period, resulting in erroneous pacing and lack of mode switching. The device remains in use. No patient complications have been reported as a result of this event.